Event description:
It was reported that, "the big t handle was used to tighten 5mm locking bolt. The screw broke without using the torque wrench."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This is the same patient/event as MFR.# 9616680-2009-00407.